Event description:
It was reported that the burr stuck with the wire. A 1.25mm rotapro and rotawire were selected for use. After the procedure, upon removal of the device in dynaglide mode, the wire got caught and cannot be moved midway. The physician thought that the wire was probably kinked. The device was removed together as one system and completed the procedure with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection of the device did not identify any damages or defects. Wire insertion test was performed, and the returned wire was removed with resistance as there were kinks on the returned rotawire; thus, the wire was not reinserted. The burr catheter was not stuck and was able to be removed.

Event description:
It was reported that the burr stuck with the wire. A 1.25mm rotapro and rotawire were selected for use. After the procedure, upon removal of the device in dynaglide mode, the wire got caught and cannot be moved midway. The physician thought that the wire was probably kinked. The device was removed together as one system and completed the procedure with another of same device. No patient complications were reported.